Event description:
The device was used during a gastroplasty procedure. Reportedly, the instrument would not close. The surgeon manupulated the device closed and removed it without incident.

Manufacturer narrative:
12/31/1998- supplemental report #1 sent to FDA. Device not received for evaluation.